Event description:
It was reported that a stone cone was to be used on a flexible ureteroscopic lithotripsy procedure performed on (B)(6) 2023. During preparation, the device package was opened and found the coil of the stone cone was deformed and flat. The procedure was aborted and was postponed on an unknown date. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h2: initial reporter's second address is (B)(6). Block h6: imdrf impact codes f1001 capture the reportable event of absence of treatment. The returned stone cone was analyzed, and a visual inspection noted that the oil, sheath, working length, and handle revealed no defects. The functional test was conducted, demonstrating that the device could be opened and closed without any issues. The reported complaint has not been confirmed. Upon analyzing the device, no defects were found, and the device exhibited normal functionality with no observed deformations. Based on the analysis of the device's condition, the complaint is assigned an investigation conclusion code of 'no problem detected,' indicating that the reported device complaint or problem cannot be confirmed.

Manufacturer narrative:
Initial reporter's second address is luquan yi and miao autonomous county. Imdrf impact codes f1001 capture the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that a stone cone was to be used on a flexible ureteroscopic lithotripsy procedure performed on (B)(6) 2023. During preparation, the device package was opened and found the coil of the stone cone was deformed and flat. The procedure was aborted and was postponed on an unknown date. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.